Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. According to the patient¿s parent, on (B)(6) 2025, before 11:00 pm, they were at a theatre and they didn¿t have a bg meter. During that time the dexcom displayed an error (out of range) and did not give any cgm readings. The patient was feeling dizzy, legs were hurting, nauseous, and had dry mouth. The insulin pump was not automatically providing her insulin at that moment since dexcom was not providing cgm readings. The patient¿s parent manually gave her a bolus through the insulin pump app and called for an ambulance. When the ambulance arrived, they did a fingerstick and the bg was around 400 mg/dl. The patient was treated with intravenous (IV) fluid and was bought to the emergency room (ER). No other details were documented. At the time of the call the patient was still at the ER. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.